Event description:
Allegedly removed at the contra-lateral surgery. No complaint stated against this component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This component was removed during a contra-lateral surgery, reported under MDR#s 00215 and 00216. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend for 3801-5600 lot no: 025185572. Device history record reviewed. Product not returned.(B)(4)